Event description:
It was reported that during a dilatation procedure, a pinhole was noted in the catheter balloon on the first inflation. The catheter was removed & replaced with another of the same make to complete the procedure. No pt's injury or further complications were reported.